Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while the controller was connected to the mpu was not confirmed. A review of the submitted log file spanned approximately 2 days (B)(6)2019 ¿ (B)(6)2019 per time stamp). There was a no external power alarm on (B)(6)2019 at 02:17 but the log file did not capture what power source the patient was connected to prior to the alarm activating. The backup battery was able to provide power to the controller until the patient plugged into fully charged batteries. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. The mpu was not returned for analysis. The additional information indicated that the no external power alarm was related to the external batteries being depleted due to the patient sleeping on 14v batteries. There are no reported issues with the mpu and the mpu remains in use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Patient's gi bleed is captured under MFR#2916596-2019-05286.

Event description:
It was reported that the patient had low voltage advisories in their history. Log file analysis did not capture any pump stop events but did capture a no external power event on (B)(6) 2019. These were the first events in the log file and it was not confirmed as of which power source the patient was on prior to these events. The patient did connect to battery power which resolved the no external power event. Additionally on (B)(6) 2019, low flow events were noted and at times were at the 2.5 liters per minute threshold but not sustained long enough to elicit an audible alarm. The cause of the low flow and no external power events were confirmed to be due to the patient being on his batteries for far too long. He did not disclose the fact that he had not been connecting to his mobile power unit at night as instructed.